Event description:
R.n. Had IV running and needed to administer dextrose 50% through one of the injection sites. As rn was removing the needle the rubber plug and blue sealer came out of the solution set. Rn had to pinch off the tubing in another area to keep the system closed and sterile.